Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not completing prime steps).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a prime (incomplete prime steps) issues. The reporter stated that the patient had a blood glucose (bg) of 36mmol/l with symptoms of dehydration, nausea and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and cs explained to the reporter that loss of primes are being triggered by power interruption and/or related to cartridge change and that the pump requires primes steps to be completed. This report is being reported due to the bg excursion the patient experienced.